Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-13979. It was reported one of the patients leads displayed high impedance. Surgical intervention may be pending to address the issue. Note: it is unknown which of the patients leads has high impedance so both are being reported.

Event description:
It was reported surgical intervention was undertaken wherein the lead with high impedance was explanted and replaced resolving the issue. Note: as it is unknown which lead was explanted both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.